Manufacturer narrative:
This is a definitive report. As of (B)(4) 2013, no additional information is available even though several attempts were made. Our medical adviser's comment: for this case, any information is not available such as the appearance/site developed/area extended of the rash, the detail of anaphylactoid reaction, and lab data/findings during the hospitalization, etc; it is therefore, difficult to assess this case.

Event description:
Adverse event: generalized rash, anaphylactoid reaction. On (B)(6) 2013 - a male patient developed a generalized rash after his first injection of supartz, and then developed an anaphylactoid reaction after his second injection. On 2013 - after the second injection, the patient was hospitalized one week later.